Event description:
Initial result for a pt tsh was 59.2. When repeated on another analyzer, the result was 0.129. The incorrect result was not reported. The technical service rep determined the issue was sample specific and there was no malfunction of the system.